Event description:
It was reported that during an acl procedure, the pin passing drill tip snapped upon the tunnel reaming for acl, the device broke inside the patient, and the broken pieces were removed using shaver suction. The procedure was completed using a s+n back up device. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The device was twisted apart near the center with biological debris in the deformed metal. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However an image evaluation was performed and found the device outside of its package, with a broken proximal end. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl procedure, the pin passing drill tip snapped upon the tunnel reaming for acl. The procedure was completed using a s+n back up device. There was no surgical delay, and no further complications were reported.